Manufacturer narrative:
The returned probe was evaluated. The tip was found to be bent. The root cause cannot be definitively determined but this type of bending may be witnessed if the patient bone quality is dense or the trajectory of the probe was altered during impaction. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle probe broke during surgery. No further information is available.